Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd needle precision glide 18x1-1/2in package was damaged / defective. The following information was provided by the initial reporter: lot: 3088441, quantity: (B)(4), reason: 3 extensions on the protective cover piercing the packaging, 1 bevel deformed, crooked. Additional information received on 02 jan 2026. Was the incident reported to anvisa? If so, what is the notification number? No, only to the company. Could you confirm the date on which the problem/defect occurred or was identified? On (B)(6) 2025. Is the sample related to this incident available for analysis? Yes.

Event description:
Additional information not provided.

Manufacturer narrative:
Tear in the packaging a meticulous analysis of the lot history (DHR) was conducted, and all production, maintenance, and quality notification records associated with this lot were reviewed. No deviations or nonconformities were identified during the manufacturing process. The received sample was evaluated, and the tear observed in the packaging is consistent with damage caused during the blister separation process. When this procedure is performed incorrectly, it may result in mechanical tearing of the packaging, which is not related to the manufacturing or sealing process. Based on this analysis, bd does not confirm the complaint. Conclusion based on the available information and the analyses performed, the validity of the complaint cannot be confirmed. The manufacturing process is validated according to predefined acceptance criteria and complies with applicable quality requirements. The reported incident will be continuously monitored for trend evaluation purposes. As this occurrence does not exceed the acceptable quality limit (aql) of the lot, no additional corrective or preventive actions are proposed at this time.